Manufacturer narrative:
There is no indication that the customer reported complication of pneumothorax was related to a product issue. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred during the procedure. A system log review was not performed, as the reported complaint is not associated with any system errors or logged system events. Pneumothorax is a common complication for lung biopsies. It usually requires an integrity breach of the outer lining of the lung (e.g., needle puncture), which allows air to enter the pleural space, which may lead to a lung collapse. The probability and risk for pleural puncture through the endoluminal route increases with the lesion¿s proximity to the pleura.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy and developed a pneumothorax following the procedure. The lesion biopsied was a lingular lesion in the left upper lobe. The procedure was completed without incident and without issue with the ion system. It is unknown at the time of report how the pneumothorax was diagnosed or if the patient experienced symptoms. The patient was treated with chest tube placement, remained hospitalized for two days, and was then discharged. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.